Manufacturer narrative:
The insulin pump was received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Event description:
The customer reported via phone call that the insulin pump had solid white display. The customer¿s blood glucose level was unknown at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.